Event description:
The customer reported that they were higher than expected etco2 values during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that they were higher than expected etco2 values during a pt event. There was no report of negative pt impact. A philips field service engineer evaluated the device. The etco2 failed calibration. Replacement of the etco2 module resolved the reported issue. The device passed all testing and was returned to service. See scanned page.